Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 320 mg/dl, while wearing the pod on the leg between 24 and 36 hours. The cannula had dislodged from the infusion site. A new pod was applied as treatment.